Manufacturer narrative:
UDI number is unknown for an unknown serial number.

Event description:
It was reported that the patient presented in clinic for follow-up. It was noted that the left ventricular lead was not capturing. The lead was noted to be dislodged confirming by x-ray. Lead revision was discussed. The patient was stable. No further information was available.